Event description:
A home hemodialysis patient from canada reported a "dial valve failure-1" approximately 7 hours into his 8 hour treatment. Reportedly, the patient turned off the machine and the patient's wife tried to hand crank the blood back but was unable because it started to turn "dark." The circuit of blood was discarded. No ill effects reported. Estimated blood loss: 300 ml. No medical intervention was required.

Manufacturer narrative:
The actuator board was returned to the manufacturer. A simulated dialysis treatment was performed and the issue could not be duplicated. The machine passed self-tests. The diasafe filter integrity test passed. The rinse chemical/heat disinfection passed with the complaint part (actuator board). The loading pressure is 25 psi, deaeration pressure is 24 inhg and flow pressure is 35 psi and no presence of fluid leaks. All values are within specifications. Therefore, the complaint is not confirmed. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The device was serviced by a fresenius field service technician who reported dial valve 1 failure. Plant investigation is pending. A supplemental medwatch will be submitted once the investigation is complete.